Event description:
The patient was revised on (B)(6) 2022 due to instability, approximately 1170 days after the first surgery. The surgeon explanted 1 humeral cup 36+6. The surgeon implanted 1 reversed adapter and 1 humeral cup 36+9.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2022-00021.